Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced infection at the ipg site following an ipg relocation (related manufacturer reference number: 1627487-2026-08715). Patient developed fever and during wound check-up; the ipg incision site appeared redden and swollen. As such, surgical intervention took place wherein the ipg was explanted to address the issue. The infection is being treated with oral medication.